Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the red x on the display will not go away. There was no reported patient involvement.

Event description:
The customer contacted philips healthcare to report that the red x on the display will not go away. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.